Event description:
Reporter alleged obtaining the results of 390 mg/dl and 157 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate a peach and did not wash his hands prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.